Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that there was lead migration. The patient underwent revision procedure wherein the implantable pulse generator (ipg) and spinal cord stimulation (scs) leads were replaced. A new paddle lead was implanted. The patient was doing well postoperatively. The explanted device components will not be returned as they were kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7077267/7075713.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7077267/7075713. This report is being submitted to correct the e1.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that there was lead migration. The patient underwent revision procedure. Patient is fine. Hospital kept implantable pulse generator (ipg) and artisan lead.